Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Device logs for the reported event showed intermittent ?noisy? ECG signals and multiple "pads off" messages, with transient loss of signal. High impedence was noted, which is likely due to poor electrode-to-skin coupling. When electrode contact improved, the ECG signal was regained and the device successfully delivered two shocks. Testing of the returned device and accessories could not reproduce the issue. Based on log review and evaluation, no device malfunction was identified. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 29 year old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.